Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the quick release. The infusion set was in use for five days. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.